Manufacturer narrative:
(B)(4). Upon follow up, it was reported that seventeen days after the initial diagnosis, the patient completed antibiotic therapy and later recovered from the peritonitis event. Later that same month, the patient was readmitted to the hospital and diagnosed with recurrent peritonitis. The cause of the peritonitis was due to a breach in aseptic technique further specified as touch contamination. The patient was treated with intraperitoneal vancomycin (25 mg per liter for 14 days; frequency not reported) for the peritonitis. At the time of this report, the patient remained hospitalized and the caregiver had not yet been retrained on proper aseptic technique. It was unknown if the patient was recovering from the peritonitis event. Action taken with therapy was not reported. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination. On the same day as onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with intraperitoneal (ip) cefepime (dose, frequency and duration not reported) and ip vancomycin (dose and frequency not reported) for peritonitis. At the time of this report, vancomycin therapy was ongoing. The patient had been discharged from the hospital six days after admission. At the time of this report the patient was recovering from the peritonitis event. On an unreported date the caregiver was retrained on the proper aseptic technique. Dianeal therapy was ongoing. Additional information is not available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.